Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Date of event was reported as approximately (B)(6) 2016. It is not known if this was the exact date of the complaint event. Device is an instrument and is not implanted/explanted. Date of event was reported as approximately (B)(6) 2016. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary surgical procedure on a small (B)(6) to treat a radial ulna fracture, the end of the double drill sleeve broke into two pieces. The breakage occurred when the veterinarian was attempting to place an unknown plate. A fragment was generated however it was suctioned out of the canine patient by the surgical suction pump and not retrieved (from the pump). The fragment did not remain in the canine patient. This event caused a delay of unknown duration reported as "several moments". There was no back-up instrument used and the veterinarian "free-handed" the remainder of the surgery which was completed successfully. There was no harm to the canine patient. Concomitant devices reported: unknown plate (part # unknown, lot # unknown, quantity: 1) and unknown surgical suction pump: (part # unknown, lot # unknown, quantity: 1) this report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Describe event or problem, common device name: no additional information has been received for these.. The manufacturing evaluation results are as follows: a visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The 1.1 mm barrel guide end has sheared off at the transition from larger proximal diameter to smaller distal diameter. The outer diameter at the location of the break could not be confirmed during this investigation since the shear occurred at its transition to larger outside diameter. The replication of the complaint is not applicable for this condition as the drill guide is already broken. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint device lot. Supplier lot# please note: this DHR review is for lot number 8844061 as visible on the picture. Manufacturing location: (B)(4); manufacturing date: 28.feb.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.